Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator 2 was analyzed and found to have the 23068 error. In remote fe, the 23068 error was found indicating fault on axis 4 along with error 1173, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23068 error was triggered indicating fault on axis 4, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where the carriage lissajous and automatic gain control current test were found to be failing on degrees of freedom 9. Once testing was completed, the carriage isa was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23068 - primary sensor latency error, universal surgical manipulator (usm)2, axis 8. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the carriage instrument sterile adapter. This issue was resolved by replacing the universal surgical manipulator (usm) 2.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) before docking to the patient they were got a recoverable fault 23068. The customer power cycled the system and reseated the drape, but the issue remained. The tse reviewed the logs and confirmed the issue. The tse assisted the customer through a hard power cycled and recommended removing the drape from universal surgical manipulator (usm) 2 but the issue remained, and the system faulted on startup. The tse explained the system could be used as a three arm system if the surgeon chooses to proceed. The customer would let the surgeon know and the call ended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the nurse emily that called in does not work there anymore. The nurse informed if the staff was about to dock the system to the patient them the ports were placed. The case was completed as a three-arm surgery. There was no harm to the patient. The nurse could not provide patient demographics.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.